Event description:
As reported by the user facility: event #5: reports 6 cases of severe bradycardia, with one case of asystole. The pts were treated with atropine. The reported indicated this happened this past week with different doctors. The only thing noticed new with this tray was a new vial of marcaine bupivacaine, same concentration, different look.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. There were no other reports of this nature against the reported lot number. The investigation into this reported event is ongoing. All available info has been forwarded to the drug MFR for further evaluation. Following the receipt of additional info and/or completion of the investigation a follow-up report will be filed.